Event description:
This spontaneous report of a non-serious, unlabeled event (scar) is being submitted as a 10-day report. A (B) (6) female consumer reported that she received injections of restylane injectable gel (injectable dermal filler) into the forehead on an unspecified date in 2005. Medical history included restylane one time previous. The patient was not taking concomitant medications. On an unspecified date in 2005, post injection the patient experienced redness (injection site erythema) and burning (injection site irritation) at the injection areas that resolved in 3 days. Patient also developed a raised line or scars (implant site scar), at the injection area that are still visible and an allergic reaction (hypersensitivity). Treatment included benadryl (diphendramine). Caller stated that recent office visits she has been told there is nothing that can be done. The event was not recovered as of the date this report was received. The lot number and expiration date were not reported.